Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; brown and yellow particles in shell, fold creases, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. No openings found.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
And then later reported capsular contracture unknown baker grade.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.